Event description:
During a procedure an attempt was made to use one onyx frontier coronary drug eluting stent when stent dislodgement occurred during delivery to/at the lesion site. An attempt was made to deliver the stent when the stent fell off the shaft. The device was inspected with no issues. The lesion was pre-dilated. The stent was removed and the patient did not require to go to surgery. No patient complications were reported as a result of the event.

Manufacturer narrative:
Product analysis summary: the device returned to medtronic for evaluation. The inflation lumen exhibited mild stretching. The stent was not present on the balloon and did not return for analysis with the balloon folds remained intact and crimp impressions were visible on the exposed balloon surface. The distal tip exhibited deformation. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.